Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates that there was no fault found with the device. The reported issue of overheating could not be confirmed. The handpiece was decontaminated and cleaned. There were no problems observed. The handpiece was tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. The product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the handpiece overheated. There was no patient involvement.

Event description:
Additional information provided indicates that prior to a fess procedure, the handpiece overheated within a few minutes. The procedure was completed manually.